Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy and slightly hemorrhagic effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The following day the patient was treated with intraperitoneal (ip) injection of reflin (1 gram every day, for three days), ip injection of tobramycin (40 milligram every day, ongoing) and ip injection of heparin (0.5 ml every day, ongoing). Three days later, the patient was started with ip injection of vancomycin (1.5 gm every fifth day, ongoing). At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.